Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received that this pacemaker was used as temporary pacer after the patient's previous system was explanted due to erosion. This pacemaker was used until a new system was implanted several days later. This pacemaker was explanted and is now out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.